Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 450 mg/dl. Customer treated with manual injection in the hospital. Customer stated insulin pump was not working. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had scratched reservoir tube window. No moisture damage noted on the electronic assembly or on the motor. The test p-cap and reservoir does lock in place in the reservoir compartment.